Manufacturer narrative:
The product has been returned an investigation is in progress. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.